Event description:
Allegedly, doctor recommended the revision surgery after plaintiff presented with progressive right hip pain, elevated ion levels, metallosis changes around the femoral neck and surrounding soft tissues around the proximal femur, adverse local tissue reaction and lack of mobility. The revision was necessary because the device failed due to corrosion at the neck-stem junction of the device. Products not specified they were revised: product ID: dbfpgd52 dynasty® bf shell primary 52mm group d, lot: 1684715, qty:1.